Manufacturer narrative:
The intra-ocular lens was returned for evaluation. Visual inspection found both haptics torn from the optic. The delivery device was not returned. Due to the damage, functional testing cannot be performed. Based on the available information, a root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the silicone lens was explanted after seven years, due to dislocation. Additional information has been requested but has not been received.